Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that there was oversensing and noise and the pocket was reopened approximately two weeks after implant. The lead was removed from the header and test. Once the lead was replaced, it was difficult to re-engage the setscrew into the header. There was tissue and fat stuck on the header initially making it difficult to place lead until the material was removed. After several wrench kits and different angles were tried, the lead was finally able to be set into the header. The device remains in use. No patient complications have been reported as a result of this event.